Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient tried to turn the implant on the morning of the report. Everything was charged, but the battery inside the body was not turning on. When the patient tried to put the charger on to charge the battery, it said reposition the antenna. After she did that, it still did not work. No symptoms, interventions or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included non-malignant pain.